Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine annual follow up this cardiac resynchronization therapy pacemaker (crt-p) had evidence of oversensing in stored ventricular tachycardia (vt) episodes. The patient is pacemaker dependent but was asymptomatic. This device is included in the minute ventilation signal oversensing product advisory, which was initially communicated on (B)(6) 2017. The minute ventilation feature was programmed off. The device remains in service. No adverse patient effects were reported.